Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent surgical removal of the device due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device / migration of essure device location of device:not in right tube") in an adult female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's past medical history included multiparous. Concomitant products included paracetamol (acetaminophen) since 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent surgical removal of the device / unilateral salpingectomy right tube). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and depression outcome was unknown. The reporter considered depression and device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Update of FDA codes, expiration date, MFR date and addition of ptc global number reference. Device problem codes provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device / migration of essure device location of device:not in right tube") in a 28-year-old female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's past medical history included multiparous. Concomitant products included paracetamol (acetaminophen) since 2010. On(B)(6)2009, the patient had essure inserted. On (B)(6) 2010, 5 months 18 days after insertion of essure, the patient experienced anxiety ("mental anguish"). In january 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent surgical removal of the device / unilateral salpingectomy right tube). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, depression and anxiety outcome was unknown. The reporter considered anxiety, depression and device dislocation to be related to essure. The reporter commented: discrepant information noted in pfs regarding essure removal : if you have not had your essure removed, are you currently planning for essure removal? No quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received : event added - anxiety. Events onset date added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device / migration of essure device location of device:not in right tube") in an adult female patient who had essure (batch no. 628436) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's past medical history included multiparous. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent surgical removal of the device / unilateral salpingectomy right tube). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs received - new event "did not perform essure confirmation test" was added. Lot number was added. Product implant date was updated. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device / migration of essure device location of device:not in right tube") in an adult female patient who had essure (batch no. 628436) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's past medical history included multiparous. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent surgical removal of the device / unilateral salpingectomy right tube). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs received - new event "did not perform essure confirmation test" was added. Lot number was added. Product implant date was updated. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device out of and away from the right fallopian tube/ migration of device / migration of essure device location of device: not in right tube') in a 28-year-old female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included multiparous, right lower quadrant pain, polycystic ovarian syndrome, migraine headache, abdominal pain and uterine bleeding. Concomitant products included nsaids and paracetamol (acetaminophen) since 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("mental anguish"), 5 months 18 days after insertion of essure. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage ("gen.abnormal bleeding") and post procedural haemorrhage ("post procedural bleeding"). The patient was treated with surgery (underwent surgical removal of the device / unilateral salpingectomy right tube). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, depression, anxiety and post procedural haemorrhage outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, fallopian tube perforation, genital haemorrhage and post procedural haemorrhage to be related to essure. The reporter commented: discrepant information noted in pfs regarding essure removal : if you have not had your essure removed, are you currently planning for essure removal? No. Patient received treatment for pain, bleeding and migration. Lot number: 628436 manufacture date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2021: medical record received event migration of essure was updated to essure device out of and away from the right fallopian tube. Reporter information , patient aka name and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device out of and away from the right fallopian tube/ migration of device / migration of essure device location of device:not in right tube') in a 28-year-old female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included multiparous, right lower quadrant pain, polycystic ovarian syndrome, migraine headache, abdominal pain and uterine bleeding. Concomitant products included nsaids and paracetamol (acetaminophen) since 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("mental anguish"), 5 months 18 days after insertion of essure. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage ("gen.abnormal bleeding") and post procedural haemorrhage ("post procedural bleeding"). The patient was treated with surgery (underwent surgical removal of the device / unilateral salpingectomy right tube). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, depression, anxiety and post procedural haemorrhage outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, fallopian tube perforation, genital haemorrhage and post procedural haemorrhage to be related to essure. The reporter commented: discrepant information noted in pfs regarding essure removal : if you have not had your essure removed, are you currently planning for essure removal? No. Patient received treatment for pain, bleeding and migration. Lot number: 628436 manufacture date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device / migration of essure device location of device:not in right tube') in a 28-year-old female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included multiparous. Concomitant products included paracetamol (acetaminophen) since 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("mental anguish"), 5 months 18 days after insertion of essure. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage ("gen.abnormal bleeding") and post procedural haemorrhage ("post procedural bleeding"). The patient was treated with surgery (underwent surgical removal of the device / unilateral salpingectomy right tube). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, depression, anxiety and post procedural haemorrhage outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, genital haemorrhage and post procedural haemorrhage to be related to essure. The reporter commented: discrepant information noted in pfs regarding essure removal : if you have not had your essure removed, are you currently planning for essure removal? No. Patient received treatment for pain, bleeding and migration. Lot number: 628436 manufacture date: 2008-12, expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device / migration of essure device location of device:not in right tube') in a 28-year-old female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included multiparous. Concomitant products included paracetamol (acetaminophen) since 2010. On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, the patient experienced anxiety ("mental anguish"), 5 months 18 days after insertion of essure. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage ("gen.abnormal bleeding") and post procedural haemorrhage ("post procedural bleeding"). The patient was treated with surgery (underwent surgical removal of the device / unilateral salpingectomy right tube). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, depression, anxiety and post procedural haemorrhage outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, genital haemorrhage and post procedural haemorrhage to be related to essure. The reporter commented: discrepant information noted in pfs regarding essure removal : if you have not had your essure removed, are you currently planning for essure removal? No patient received treatment for pain, bleeding and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: ppf received events " gen. Abnormal bleeding, post procedural complication" were added. Outcome of events " bleeding" was updated as recovered. Reporter information was added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.